Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 160-180 mg/dl that have not decreased since using the infusion sets. His normal blood glucose range is 95-122 mg/dl. He stated that the headset cannula is angled upon removal from his body. He does not notice a difference in his blood glucose when he inserts a new headset. He uses the insertion device to insert the headset. The patient did not require treatment from a health care professional or second party to address the issue. The patient did not have product to return for evaluation. Product was replaced. No product will be returned for evaluation.